Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record could not be conducted due to the lot number being unknown. A search of the complaint could not be conducted due to the lot number being unknown. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported deployment difficulties with the involved angio-seal device. The following information was provided by the user facility: after snapping the angio-seal device into the sheath, and when pulling back to try and set the anchor, the top white housing on the device pulled away from the middle green section; they were able to snap it back together and deploy the device as normal with no complications; and no impact on patient.

Manufacturer narrative:
One each of the following 6f angio-seal vip components was received for evaluation: hemostasis sheath and carrier tube assembly. A blood-like substance was seen on the returned components. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position. A 1.5" of suture exited the sheath in which clear heat shrink tube was fully exposed on the suture; the suture distal end strands were even, consistent with cutting. No damage was noted to the deployment sleeve distal locking tabs or corresponding hemostasis cap receptacles which is consistent with the device not inserted completely into hemostasis sheath. The component condition was consistent with the deployment sleeve not having been locked into the hemostasis cap. The overall condition of the device is consistent with full deployment. The carrier tube assembly was moved into the full forward-lock position; positive engagement was verified, and a distinct "click" was heard. The carrier tube assembly was then moved to the full rear-lock position; positive engagement was verified, and a distinct "click" was heard. No other anomalies were noted. The cause of the reported event is likely to be related to improper insertion of carrier tube assembly in to sheath initially. The IFU was reviewed and sufficient instructions were found for insertion of carrier tube assembly into the sheath. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the cause was due to improper insertion of carrier tube assembly in to sheath. The results of the investigation concluded that the device is consistent with full deployment according to angio-seal vip IFU (B)(4) (2016--01) b. Set the anchor, step 1 and step 2 clearly mentioned regarding setting the anchor and insertion of carrier tube assembly in to the sheath. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information was received on june 6, 2017. The outcome of the procedure was reported to be fine and there was no harm to the patient. The tech held pressure to the wound. There were no other devices being used with the reported product.